Event description:
It was reported that the syringe 10ml ls 21x1-1/2 dn emerald stopper separated from the plunger during use while drawing blood. The following information was provided by the initial reporter, translated from chinese to english: "when the blood department teacher took blood, he found that the stopper fell off."

Manufacturer narrative:
H.6. Investigation: bd has been provided with photos for catalog 30773919 lot 1803259 to investigate for this record. Visual examination of the photos show the stopper disassembled from the plunger. As a result, bd was able to verify the reported issue. Bd has concluded that the reason of the stopper is this way is a problem in the assembly stage. In this case the assembly machine performs an incorrectly assembled of the stopper caused by a punctual assembly station misaligned. DHR showed no indication of the alleged defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml ls 21x1-1/2 dn emerald stopper separated from the plunger during use while drawing blood. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the blood department teacher took blood, he found that the stopper fell off."